Manufacturer narrative:
Batch review performed on 17-nov-2023. Lot 147283: (B)(4) items manufactured and released on 17-mar-2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional device involved batch review performed on 17-nov-2023: gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot 181115: (B)(4) items manufactured and released on 29-may-2018. Expiration date: 2023-05-14. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 5 years and 3 months after primary, the patient came in reporting pain due to feeling tightness and a limited range of motion and the cause is unknown. The surgeon revised successfully the patella and poly (from 12mm to 11mm). The surgery was completed successfully. The surgeon thought the patella was undersized, but the cause was unknown.